Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer noticed condensation on the screen of the insulin pump. The customer stated that the moisture was not present all the time but usually noticeable in the morning. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that there was fluid under the lcd display. The customer did not know if she had jumped into the pool with the insulin pump. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No moisture damage was noted to the electronic assembly.